Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
It was reported that the touch screen on the device was not working and could not power down. There was no patient involvement related to the reported malfunction.